Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial oversensing. On (B)(6) 2015, atrial pacing impedance measured 1102 ohms up from a trend of 551-741 ohms and then varied between 646-2128 ohms. On (B)(6) 2016, atrial oversensing observed in save to disk electrograms.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead had been varying. The rv defibrillation and superior vena cava (svc) coil impedance had also varied and gone above the normal range. A possible fracture of the rv lead was suspected. It was also noted that there was high impedance on the right atrial (ra) lead and oversensing of noise. A possible fracture of the right atrial (ra) lead was suspected. The rv and ra leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.